Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg. According to the reporter: during the procedure, the upper seal was torn and air leaked from the cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.